Event description:
Product history records were reviewed, and all documents indicate the product met release criteria including sterility tests. Add'l info provided by the surgeon stated the pt has not recovered and developed permanent impairment from bullous keratopathy.

Event description:
A surgeon reported that a pt developed endophthalmitis with hypopyon after implantation of an intraocular lens(iol). Two days postop the iol was explanted and a vitrectomy was performed. The pt received topical, subconjunctival and intrvenous antibiotics. After cultures were positive for methicillin-resistant staphylococcus aureus and enterococcus faecalis the pt was treated with intraocular and intravenous antibiotics. Bullous keratopathy was also noted, but the onset is not known. Pt's current vision is count fingers at 10cm. The relationship between this event and the iol is not known.